Event description:
It was reported that the pump touchscreen was unresponsive. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer attempted a pump reset following guidance from technical support, but the issue persisted. Customer reverted to using multiple daily injections (mdi) as a backup therapy to ensure continued insulin delivery.